Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple altitude alarms occurred across multiple cartridges while the customer was not outside of the labeled operating altitude range. Customer reported blood glucose level was not impacted by the issue. Reportedly, the customer reverted to using manual injections for insulin therapy.